Event description:
The pt presented to the hosp after aicd had six rapid shocks from the defibrillator. The old aicd was removed and replaced. The old lead wire was recapped because of difficulty in getting two new leads since the pt was in normal sinus heart rhythm.